Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple adverse events following the use of the closure system vs-404 venaseal in the treatment of the great saphenous vein (gsv) in the left lower extremity. The patient developed redness, swelling, rash, abscess, and palpable lumps in the medial leg in the area of the treated vein 2-14 days post-op. Additionally, perivascular fluid was observed around the treated vein in the left lower extremity, and the patient exhibited hypersensitivity and skin inflammation. The reaction occurred along the treated artery/vein, more than 5 cm from the access site, and was present in both legs. The patient was hospitalized due to these complications and received medical intervention, including a prescription steroid, initially administered in the hospital with a plan to titrate from 40 mg a day. The reaction was noted to be the initial event. The diameter of the treated vein was 7.8 mm, and the reaction was associated with the peripheral vein(s) at proximal, mid, and distal locations. The issue is still present.

Manufacturer narrative:
Additional information reported patient had follow-up in the clinic today. Patient is still having symptoms of swelling, tenderness and nodular lumps along the course of the gsv that was treated. Patient is slowly improving. The patient has been taking prednisone 5mg every 2 days. Course has been changed to 5mg every 3 days for the next 2 weeks and then stop. Patient will follow up again in 3 months or sooner if symptoms get worse. Image analysis two further still images were returned for analysis: one image shows the patient¿s right medial lower leg, a healing wound can be seen just below the knee; nodular lumps are still observed on the patient's lower leg and a rash, inflammation and hyperpigmentation can still be seen on the patient¿s foot. The other image also shows the patients lower limb, a healing would can be seen just below the knee; nodular lumps are still observed on the patient's lower leg and a rash, inflammation and hyperpigmentation can still be seen on the patient¿s foot. 12 still images were returned for analysis: image ¿ this is a picture of a picture on a computer monitor and is difficult to see. These images show the patient¿s right medial lower leg, a wound can be seen just below the knee and a rash, inflammation and hyperpigmentation can be seen on the patient¿s foot. Image ¿ these images are pictures taken of a picture on a computer monitor and is difficult to see. The images show redness and swelling on the lower limb of the patient a rash and hyperpigmentation can be noted on the patient¿s foot. Image ¿initial consult¿ ¿ this image depicts 4 images side by showing different angles, the front and back of the patient¿s leg, the patient¿s lower legs appear to be swollen. Image ¿onset of symptoms¿ ¿ this image depicts the patients leg, some redness on the patient's leg can be noted in this image. Image ¿ this image depicts 4 still images side by side showing the patients leg at different angles, a rash can be seen on the patients¿ leg in all 4 images. The upper images to the left and right show a lump on the patients lower leg just below the knee image ¿ these images show swelling/lumps and an abscess like wound on the patient¿s lower leg. Image ¿ this image shows inflammation and a red lump on the patient¿s lower leg. Image ¿ this image shows a close up view of a red inflamed lump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: (left gsv treated on (B)(6) 2024 and right gsv treated on (B)(6) 2024). Course of treatment: advised to take aleve bid. Patient had cancelled (B)(6) 2024 follow up appointment because he was "feeling better". First abscess site. Prescribed bactrim referred to ER for admission. IV antibiotics discharged from hospital with po linezolid 600mg bid and prednisone 10mg qd. Late december appointment: changed to prednisone 5mg daily and continues linezolid. Latest appointment - continues same medication schedule. The symptoms have not resolved but the patient states he is improving gradually. Physician reported that the patient continues to have evidence of reaction to venaseal bilaterally. Intensity has waxed and waned and currently seems to be showing slow improvement. There is still firmness and areas of nodular change up and down each of the treated veins. Previous incision and drainage sites have healed. Patient has a rash that at one point was desquamating to feet and has affected upper and lower extremities. This was improving as well and the desquamation healed weeks ago. Patient is being maintained on 5 mg of prednisone daily, loratidine, and is finishing course of linezolid. Patient is being followed by physician, infectious disease, allergy and immunology, and dermatology. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.